Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited increasing/high impedance and an apparent fracture. The lead was capped and another was implanted. No patient complications have been reported as a result of this event.